Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported event cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs for the procedure date of 04/25/2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon alleged that during the use of the endowrist vessel sealer instrument the patient experienced bleeding. As a result, the surgeon placed a clip on an unspecified artery to control the bleeding. At this time, the root cause of the customer reported event is unknown.

Event description:
It was reported that during a da vinci-assisted hemicolectomy procedure, the surgeon alleged that while using the endowrist vessel sealer instrument the patient experienced bleeding. As a result, the surgeon placed a clip on an unspecified artery to control the bleeding. On 05/12/2017, an intuitive surgical, inc. (Isi) clinical sales representative (csr) gathered the following additional details from the surgeon regarding the reported event. It was reported that the surgeon was able to use the endowrist vessel sealer instrument without any issues up until the event occurred. According to the surgeon, the patient experienced 100 ccs of blood loss right after the use of the endowrist vessel sealer instrument on an unidentified vessel. The surgeon confirmed that they heard the audible tones indicating that the sealing cycle was complete. It was confirmed that the vessel was not calcified and not more than 7mm in diameter. The surgeon confirmed that the integrated electrosurgical unit did not generate any messages indicating there were any sealing issues. The surgeon then placed a clip with a large clip applier instrument to control the bleeding. The surgeon also confirmed that there was no blood transfusion administered. The planned surgical procedure was completed robotically and the patient was reported to be recovering well. It was confirmed there was no video recording of the procedure.